Event description:
It was reported the case is damaged. The device was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the upper and lower cases are broken. Analysis also found the high rate cover and two side bails are missing. Two side bail covers and an output connector are broken. (B)(4).